Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result the menu button does not respond. There are particles of plastic inside the housing of the menu button. The particles temporary isolate the area of contact inside the button housing. Due to this problem the menu button does not respond and is without function.

Event description:
Patient reported the menu button on the infusion device does not always react when pressed. Patient stated she must press very hard on the button. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.